Event description:
Silicone breast implants implanted in 1986. I still have them in. I have had sores all over chest and back for 4 years now. Terrible breast and chest, back, armpit pain. I need to get them out but have no insurance. Would be glad to have them out for a documentary to help others.